Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the service center, the device failed a system pre-test. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. Fco86600081 follow-up repair to be handled by a philips authorized service provider.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the service center, the device failed a system pre-test. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. Fco86600081 follow-up repair to be handled by a philips authorized service provider. New information: trilogy ev300 ventilator proportional valve aecm and 3 way solenoid valve failure was a result of an inaccurate readings that cause the failed testing. Replacing all components resolved the issue. The device passed final test. The proportional valve aecm and 3 way solenoid valve were sent and received at the manufacturer product investigation lab for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed. Box h problem code was updated.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the service center, the device failed a system pre-test. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. Fco86600081follow-up repair to be handled by a philips authorized service provider. Trilogy ev300 ventilator proportional valve aecm and 3 way solenoid valve failure was a result of an inaccurate readings that cause the failed testing. Replacing all components resolved the issue. The device passed final test. The proportional valve aecm and 3 way solenoid valve were sent and received at the manufacturer product investigation lab for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed. Box h problem code was updated. New information: the solenoid valve and proportional valve were returned to riql for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of the parts is required at this time.